Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2017. Blood glucose reading was 588 mg/dl at the time of hospitalization. The customer mentioned the pump had alarmed in the morning when his blood glucose reading was 53 mg/dl. The customer had treated with soda and toast. Later on in the day blood glucose began to rise and could not be brought down by the pump. The customer stated the pump is working correctly after the doctor adjusted the settings. The pump will not be returned for analysis.